Manufacturer narrative:
The actual catheter in the reported incident was returned for evaluation. The catheter length measured approximately 1030 mm. The catheter tip had been fractured and was not returned. The fracture was angular in appearance. This type of cut is consistent with the potential damage noted when the catheter is withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of the possible danger of shearing." The sample and all available information has been forwarded to the actual manufacturer for further evaluation. Additional catalog #: 333520.

Event description:
As reported by the user facility via e-mail: anesthesia pain service consulted for placement of left femoral and sciatic nerve blocks. During placement of left femoral nerve block, 2 mm of the catheter tip sheared off. No adverse reaction was observed. The 2 mm catheter tip remains in the left inguinal region of the left thigh. Physician stated the retained catheter tip is very small and since the catheter is of a non-inflammatory substance it should not cause harm. Additional information provided by the facility indicated the patient was a (B)(6) female. The patient had no ill effects from the catheter being left in her and was discharged. There was no treatment provided and there was no x-ray or cat scan/MRI confirmation of 2 cm catheter tip left in patient. The facility will follow-up with the patient. The catalog number is either 333540 or 333520. The lot number remains unknown.